Event description:
While the physician was removing the stent delivery wire (sdw) after successful stent placement across an internal carotid artery aneurysm neck, the sdw got caught and was unable to be removed. The physician unsuccessfully attempted to withdraw the sdw using a microcatheter. Then the physician used force and removed the sdw resulting in the patient's bleeding. The bleeding was stopped using a balloon catheter. The aneurysm was successfully embolized using non-stryker coils. However, two days post procedure, the patient died. The physician stated that "it was unclear why the patient passed away". No further details were provided.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
While the physician was removing the stent delivery wire (sdw) after successful stent placement across an internal carotid artery aneurysm neck, the sdw got caught and was unable to be removed. The physician unsuccessfully attempted to withdraw the sdw using a microcatheter. Then the physician used force and removed the sdw resulting in the patient's bleeding. The bleeding was stopped using a balloon catheter. The aneurysm was successfully embolized using non-stryker coils. However, two days post procedure, the patient died. The physician stated that "it was unclear why the patient passed away". No further details were provided.

Manufacturer narrative:
The device remained implanted.